Manufacturer narrative:
Visual examination of the returned device found the distal tip was fractured. Optical imaging revealed a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the distal tip fracture cannot be positively be determined. However, the fracture analysis report suggests a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation will be conducted. A follow up will be filed with the findings. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was inserting an 8mm diameter screw into a pedicle (tapped @ 7mm) and the driver tip snapped off in head of screw. Happened at both l1 and l2 levels.